Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue - meter not fully charging since it is trying to connect to pc while plugged into wall socket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 - 9/18/2014 device evaluation:the lay user/patients meter has been returned on 9/12/2014 and evaluated by lifescan product analysis on 9/12/2014 with the following findings:the test strips involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 - 9/18/2014 correction. Supplemental sent to correct information previously sent. The first paragraph of the MFR narrative should statethe lay user/patients test strips have been returned on 9/12/2014 and evaluated by lifescan product analysis on 9/12/2014 with the following findings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s product(s) has been returned and evaluated on 09/10/2014 by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c85. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.